Manufacturer narrative:
The account found that the foot tray was cracked. In the sabina 200 instruction guide, 7en155105 it is stated under care and maintenance; for trouble-free use, certain details should be checked each day the lift is used: inspect the lift and check to make sure that there is no external damage. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The customer replaced the foot tray to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the foot tray was cracked. The lift was located in the patient's home at the time of the allegation. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).